Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, defective lens was noted. Additional information has been requested; however, further information has not been received

Manufacturer narrative:
The product was returned for analysis and no issues were observed. Additional observations were as follows: the device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger and the lens have been advanced into the mid-nozzle. The plunger position is acceptable. The trailing haptic is folded onto the optic. The leading haptic is extended straight. Photo: photo provided shows company device. The plunger and the lens are advanced at mid nozzle area. The plunger is at the trailing optic edge. The trailing haptic is looped but appear to be acceptable as per diagrams in the instructions for use (IFU). The leading haptic is extended straight. No problems are observed with the returned device. The plunger, lens and haptic positions are acceptable. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the IFU. A straight leading haptic may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Due to the normal folding variations as indicated the IFU diagrams. If there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. All product and batch history records are quality reviewed prior to product release. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).